Event description:
After having fired an ir45v reload in a vats right upper lobectomy procedure it was noted that there was insufficient hemostasis on the lobar artery. The staple line was subsequently oversewn.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders.visual observation of the ir45v cartridge showed that during the firing sequence the knife had not maintained its line of travel within its slot; cartridge shavings were found on the reload. The knife was also broken, but this is not related to the failure to have complete hemostasis. The root cause is not known, but this type of event is being monitored.